Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: 1st photo shows a closed iol case inside an iol pouch. Second and third photos show an iol in a lens case base. One haptic appears to be broken and not present. Fourth photo shows an iol carton with a closed iol pouch on top with a closed lens case inside. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, during the assembly of the iol in a cartridge, one haptic coil of the iol was amputated during progression in the injector advancement. The surgery was completed on the same day with another lens. There were no patient contact and harm.